Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Bg value not provided. The customer consumed carbohydrates to address low bg level. The customer declined further troubleshooting therefore no additional information was provided.